Event description:
On november 19, 2004, the reporter contacted lifescan on behalf of the pt alleging that her one touch basic original meter had a battery/battery contact issue. The medical affairs specialist mailed a letter since the pt could not be reached. The pt last tested in 2004, at 8:30 am. She had been incoherent and feeling as though her blood glucose level was low. She did not attempt to test while experiencing symptoms. She took glucose during the time of concern and contacted emergency services. The emt meter read low; however, the result was not specified. She was administered glucose by the emt. The pt did not allege harm. There is insufficient information to suggest that the pt experienced injury or medical intervention due to the meter. It would have been helpful to know her medications regimen, the result obtained by the emt, and testing frequency. The customer care representative (ccr) discovered through troubleshooting that the meter displayed the battery symbol. The pt replaced the battery and the meter would not power on. Based on the information available, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.